Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the malfunctioning pump, and after the reset, the issue did not recur. Customer was advised to continue using the pump and to report any future occurrences of malfunction codes.